Manufacturer narrative:
Outcomes to adverse event: (date of death): unknown.

Event description:
It was reported the patient passed away several days after undergoing an scs implant procedure. Allegedly, the patient's death was believed to not be procedure or device related.